Event description:
It was reported by the customer that a bd pyxis medstation es system was not detected on the communication bus. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with correction information: h6 (annex b). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch failure. A field service engineer applied conductive grease and stabilent to all latches/harnesses to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch failure. A field service engineer applied conductive grease and stabilent to all latches/harnesses to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on the communication bus. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.